Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was in a car accident that disrupted the battery location in the pocket. The ins was obliqued in the gluteal area. The date of the car accident was unknown. The battery status and charge were unknown. No diagnostics/troubleshooting or actions/interventions had been performed. The rep called the patient twice to try to get together to interrogate the ins, but go no answer and left a message. Surgical intervention had not occurred or been scheduled, but was planned. The surgeon intended to revise and anchor in the pocket. The patient was alive with no injury as of (B)(6) 2016. The issue occurred during normal use. X-ray images were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.